Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to a reading obtained on another device (accu-chek). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at an unspecified time on (B)(6) 2021. The patient claimed obtaining a blood glucose reading of ¿205 mg/dl¿ with the subject device compared to ¿168mg/dl¿ on another device performed less than 30 minutes apart. The patient manages his diabetes with a combination of medications (fast and slow acting insulin and metformin) and reported that he took an additional two units of fast acting insulin in response to the alleged product issue. The patient reported that at 7:15am on (B)(6) 2021, after the alleged product issue began, he developed the symptom of ¿light shakes¿. The patient stated that he self-treated with some orange juice. The patient denied obtaining a result on another device. At the time of troubleshooting, the cca confirmed that the patient carried out the correct testing steps, the unit of measure was set correctly at the time of testing and that an approved sample site was used to obtain the results. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the reporter did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged inaccurately high blood glucose readings obtained on the subject device.